Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported that the device had failed the safety valve test and had an oxygen sensor analog to digital converter sample that was out of range. The customer troubleshot with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer stated that they replaced the external o2 sensor and ensured it was tight to address the safety valve test failure and oxygen sensor analog to digital converter sample being out of range. The issues were resolved and the device now functions as intended.